Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The pump screen has become completely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the pump powered on normally with the display functioning properly. The complaint was not duplicated during the investigation.there was no defect found.